Event description:
Report received of a potential over-delivery of dobutamine. The pump was programmed in the dose calculation mode to deliver dobutamine at 4.5mcg/kg/min. When the pump was started, the customer immediately noted that the decimal point did not register and the pump was infusing the dobutamine at 45mcg/kg/min. The pump was immediately stopped and re-programmed. There was no adverse effect to the pt. The pump was not identified by serial number, nor removed from clinical service. Though requested, there was no further info available.